Event description:
A customer contacted beckman coulter inc., (bci), regarding a higher than expected estradiol result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab and was questioned by the clinician. Subsequent testing produced lower results in a different clinical category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
All three levels of estradiol qc were within the customer's established ranges for the last 30 days. However, on (B)(6) 2010, starting at approximately 12:30, estradiol qc began to fail due to erratic results. A routine system check was performed on (B)(6) 2010 which passed within instrument specifications. A field service engineer (fse) was dispatched: the fse verified the luminometer and ultrasonics performance; no issues were noted. The fse performed a high sensitivity system check which passed within instrument specifications. A definitive root cause has not been determined to date for this event.